Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Retro: salesforce case # (B)(4) 8300 leak down test failure. Other- specify in comments. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8300 sn (B)(4) having an issue on leak down test. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: see case notes. Case resolution: I assisted biomed on 8300 sn (B)(4) having an issue on leak down test. Resolution is to correct the set up on the jigs tubing for leak down test. Biomed will call back if need further assistance. (B)(4).